Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, the alarms were thought to be due to hypovolemia and/or hypotension. A specific cause for the patient¿s bacteremia could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Transient low flow hazard alarms were captured on (B)(6) 2021. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jan2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document (B)(4) rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with bacteremia. The infection was noted as not device related. The patient became hypotensive, dizzy, and nauseated in addition to having low flow alarms. Pulsatility index (pi) was significantly elevated during the low flow alarms. It was suspected that the patient was volume depleted as patient responded quickly to intravenous fluids (ivf) but hypotension in response to higher dose blood pressure (bp) medications could contribute as well. Log file review confirmed multiple low flow events. The patient was administered intravenous (IV) antibiotics and scheduled for outpatient follow-up.